Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up with an episode of low pacing impedance on the atrial lead. In clinic testing showed the that the lead impedance was within acceptable range and the lead maintained good sensing and capture thresholds. The patient was asymptomatic to the event and testing and the clinician elected to continue to monitor the lead normally.